Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report could not be reproduced, no alarm was noted during the inspection. However, a faulty current rectifier board was noted and causing the device to not function properly after powering up. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that their olympus high flow insufflation unit generated an alarm during a procedure. According to the initial reporter, after selecting the large and small cavity mode, the rear panel went black and there was an alarm sound. Reportedly, the staff completed the procedure with the subject device, with no patient harm noted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, since the occurrence of alarm sound could not be confirmed at the time of device inspection, we could not determine the reason why the alarm sound went off. Regarding the phenomenon ¿device could not be operated¿, it likely occurred because the cr (circuit) board malfunctioned. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.